Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address pseudotumor. Metallosis was also present. Update litigation alleges the patient suffers from muscle weakness in the right thigh, difficulty ambulating, limping, audible squeaking of the implant, pain and discomfort. Update records indicate that the patient was revised because of hypersensitivity, pseudotumor, metallosis, and vertically positioned cup. Update in addition to what was previously alleged, ppf alleges metal wear and elevated metal ions. Doi: (B)(6) 2005 - dor: (B)(6) 2013 (right hip).